Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 lot number 85323 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. Dissection testing showed a guide wire lumen kink at 0.9 inches from the tip of the catheter and blockage inside the vacuum line. Additionally, pressure testing revealed a leak through the pull wire bond to the y-block. In conclusion, the reported balloon catheter failed the returned product inspection due to a guide wire lumen kink, vacuum line blockage, and leak from the guide wire bond to the y-block. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the balloon catheter subsequently tested out of specification per the manufacturer's investigation.